Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through pump reset. After resetting, cgm error code did not reappear, and caller successfully started their sensor session.